Manufacturer narrative:
On 02feb2026, the authorized service provider (asp) evaluated the device at a repair center and confirmed that the screen was dim, but the displayed contents were readable. The asp replaced the ui assembly to resolve the issue. Following the part replacement the asp completed a cleaning, running, and functional test. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
E: (B)(6).

Event description:
Philips received a complaint on the v60 ventilator indicating that the liquid crystal display (lcd) screen was found to be dim. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. The issue was found during a periodic device check outside of clinical use. The device was stated to have otherwise continued to operate when the issue was observed. On (B)(6) 2025, an authorized service provider (asp) performed an initial evaluation of the device and confirmed that the screen was dim, but the displayed contents were readable. The asp determined that the user interface (ui) assembly needed to be replaced. This investigation is ongoing.